Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The device has been returned for analysis, but the analysis has not yet been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Complaint conclusion: as reported by sales rep, the stent (cypher us rx 2.25 x 23) fell off in patient's proximal circumflex artery when the stent delivery system was being pulled back into the guiding catheter. The target lesion was 80% stenosed and there had been difficulty in crossing the lesion. The stent was successfully snared from the patient with minimal difficulty and no injury to the patient. The stent was not damaged. The lesion was treated with balloon angioplasty only. Fal: one non-sterile cypher us rx was received coiled in a plastic bag. The cypher stent was not received for analysis. Considerable damage was noted on the received unit, since the device was kinked/bent on several points of body, at 10.5cm, 12.0 cm, 20 cm, 24 cm, 34.5cm, 37.5 cm and 83.5 cm from distal end. The received unit was observed under a microscope, and evidence of bumping and crimping was observed on the balloon. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Difficulty crossing a lesion or an anatomical structure is a known procedural occurrence. Difficulty crossing a lesion has been investigated, and the consequences of crossing difficulty occurring during clinical use of the device are usually addressed by modification in technique or substitution with another device. Crossing difficulty is most commonly related to the patient anatomy, operator technique and appropriate device selection. Stent dislodgement is a known procedural complication associated with implanting coronary artery stents and is listed as such in the IFU. The IFU also instructs that when removing the device from the patient that the device should be removed as a single unit with the guide catheter and not to withdraw the stent into the guide. Review of the information provided suggests that the vessel/lesion characteristics and/or procedural factors may have contributed to the reported event. There is no indication that there is a design or manufacturing related issue, therefore no action is required.

Event description:
As reported by sales rep, stent (cypher us rx 2.25 x 23) fell off in patient's proximal circumflex artery when the stent delivery system was being pulled back into the guiding catheter. The target lesion was 80% stenosed and there had been difficulty in crossing the lesion. The stent was successfully snared from the patient with minimal difficulty and no injury to the patient. The stent was not damaged. The lesion was treated with balloon angioplasty only.